Manufacturer narrative:
The customer reported that a ring artifact appeared on scanned images (addressed in this (B)(4)) and that the daily quality control (qc) failed (addressed in (B)(4)). A philips field service engineer (fse) advised the customer that an air calibration test be performed and then repeated. The customer stated that the ring artifact then was not displaying on patient images. The fse went onsite to evaluate the system. The fse confirmed a ring artifact was intermittently present on scanned images. The fse visually inspected the system and found a crack in the compensator of the a-plane collimator. The fse replaced the a-plane collimator to resolve the artifact issue. The fse confirmed that there was no patient impact and no misrepresentation and/or mistreatment as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.